Event description:
Reportedly, device was fired, but would not cut the tissue entirely. An incision was made on the proximal side of intestine and cut the remaining tissue. Reinforced by hand. Covering stoma was performed to be safe.